Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited undersensing that cause inappropriate pause episode. No programming changes were made and the patient will continued to be monitored. No patient consequences reported.